Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device had a cracked reservoir tube lip. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 500 mg/dl. The customer stated that the doctor recommended having the insulin pump replaced. No further info was provided.